Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to deploy the stent was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional biliary procedure, the xpert stent would not deploy. The device was removed from the patient without any resistance, another xpert stent was used to complete the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided. The returned device analysis revealed that the stent implant was exposed from the outer sheath.